Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed multiple falsely depressed co2 results while using the architect c8000 analyzer ict module. The following data was provided. (B)(6) repeat 20.7 meq/l the initial value was higher (23.8 meq/l). No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, instrument log review, and labeling review. No product was returned. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Log review did not identify any issues that contributed to the customer issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.